Event description:
It was reported that during arthroscopy procedure, the suture of the speedlock was broken in the eyelet outside the patient, so it could not be passed into the anchor. The procedure was finished with a smith and nephew backup device. There was no surgical delay nor patient injuries reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, outside the patient, the suture of the speedlock hip knotless fixation device was broken in the eyelet, so it can not be passed into the anchor. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.